Event description:
While preparing the patient for a CT scan transfer, a difference in the intracranial pressure (icp) monitoring readings was noted between the bedside camino monitor (15mmhg) and the transfer camino monitor (30mmhg). Through process of elimination, (compared three different monitors and three different cables against the affected cable), it was determined that the camino pac-1 monitoring cable, which was connected at initial icp bolt insertion (04/05/2015 mane) was under reading by half. There was no patient injury reported. It was unk if the event lead to a significant increase in surgery time.

Manufacturer narrative:
Integra has completed their internal investigation on 11/23/2015 . The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: the reported failure ¿cable reading half icp value¿ was verified and duplicated. Date of manufacture was determined based on serial number: nov-2006. A minimum of 12 month review of pac-1 monitor customer complaints was completed in trackwise® using the following key words ¿pressure display issue¿ and a root cause ¿physical damage¿ in search criteria. The key word search review of the complaints contained all and/or part of the key words to complete a comprehensive trend review. A total of 11 complaints were reviewed of which 3 complaints contained the search criteria. The analysis of the complaint investigations and root cause reports has concluded, this is the 1st identified complaint for the reported failure associated with pac-1 cable due to physical damage. No trend has been identified. Trending analysis has concluded no further action is required for the complaint investigation. Further incidents of this nature will be monitored for recurrence and trending purposes. No further actions are deemed necessary. Future complaints will be continued to be monitored and trended. Conclusion: the failure analysis investigation has concluded the cause of the cable reading half icp value could not be determined as the cable tested within specifications; however, the cable was verified as defective due to physical damage to the cable cord from normal wear & tear.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.